Event description:
I was at the (B)(6) surgery center in (B)(6) on (B)(6) 2024 to begin an abbott spinal stimulator trial for neck pain and severe daily headaches. The leads were implanted and I met with the abbott representative to set up the device. About a half an hour later, as I was getting dressed to leave, I began getting incredibly painful "shocks" on the left side (head, neck, shoulder, arm. This was far greater than the stimulation that I felt during set up, I thought that I was being electrocuted. I had to shout for help. Someone quickly came and went to get the abbott rep. There were 4 total shocks, the 4th one happening while the abbott rep was present. She seemed confused, and had no explanation for this. She lowered the unit stimulation level, and I was sent home. I spoke with an abbott rep every day to evaluate, and change modes and stimulation levels. On the first phone call, I was given an explanation for the shocks that I'd received the previous day. I was told, "I've heard that this can sometimes happen when someone is coming out of anesthesia". On several days, I explained that I could control the stimulation feeling with my neck movements, feeling it on one side, the other side, both sides, and making it stop. I was told it's because the neck spinal canal is very narrow/tight space. (B)(6) 2024, while speaking with the abbott rep, we switched to the last mode to try. A few hours later, I received another shock that was even worse than the 4 that I'd received on (B)(6) 2024. My headache skyrocket from a level 3.5 to 9. My neck and shoulders began to become extremely painful. Within a couple of hours, due to the pain, I was completely unable to move neck/head. Even extending my arm was overwhelmingly painful. The following morning, the unit needed to be turned way down and shut off a few hours later due to a constant stimulation feeling on the left side. The leads were removed on (B)(6) 2024 and the doctor ordered a cervical MRI due to the amount of pain that I was in. Unfortunately, as of today (B)(6) 2024, I haven't been able to get in for the MRI but the pain is starting to subside. (B)(6) 2024, the headache and neck pain were so extreme that I was unable to lay my head on a pillow or even chew. 3 nights without more than an hour of sleep each night, about 3 hours of sleep the 4th night. No solid foods for almost 4 days. I feel as though what was happening/had happened was completely dismissed by abbott.